Manufacturer narrative:
The consumer is a female whose age, height and weight are unknown. The consumer stated that the right hand brake is loose and when she tried to lock the brakes by pushing down it appeared to be broken. No RMA issued at this time for the return of the product.

Event description:
Customer alleged the right hand brake was loose and when she tried to lock by pushing down, it allegedly appeared to be broken. No injury alleged.